Event description:
Pt. Admitted for elective generator replacement of pacemaker. Pt symptomatic with fatigue & decreased exercise tolerance. Explantation of the old generator. Electrophysiologic testing of the old bipolar lead. Insertion of a new ventricular lead because of failure of the old lead. Insertion of a new pacemaker generator.